Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that screw breakage happened. It is used to assemble proximal body and distal stem. The surgery was done successfully by replacing inserted stem with another stem. But because of screw breakage, surgeon had to pull out normal stem and replace it with new stem. It took almost 30 minutes to remove implanted stem and prepare new stem insertion.

Manufacturer narrative:
An event regarding crack/fracture of a restoration modular bolt involving a restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the cone body and distal stem did not have any notable material damage. The material analysis report concluded that: no material or manufacturing defects were observed on the part features examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of this investigation was determined to be that the component failed in overload as indicated by the fracture surface. The failure was likely due to the component being subjected to an overload torsional stress. However, no material or manufacturing defects were observed on the part features examined.

Event description:
It was reported that screw breakage happened. It is used to assemble proximal body and distal stem. The surgery was done successfully by replacing inserted stem with another stem. But because of screw breakage, surgeon had to pull out normal stem and replace it with new stem. It took almost 30 minutes to remove implanted stem and prepare new stem insertion.